Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/10/2025. It was reported that an unspecified malfunction occurred. Data was further reviewed and was found in connection with the reported allegation that the low alert was disabled. The app delivered urgent low soon alerts with 75% to 100% volume, matching the phone volume, from 11:36 pm on (B)(6) 2025 until 12:46 am the next day. At 12:51 am, the egv of 57 mg/dl returned within range and rose to 100 mg/dl when the session ended at 01:11 am. At 01:12 am, the session expired alert was acknowledged. At 01:15 am, a new session was started. At 01:40 am, the first egv after warmup was 45 mg/dl, and the app delivered an urgent low alert at 75% volume, matching the phone volume. The egvs returned within range until 07:15 am. The app delivered more urgent low soon alerts, and from 08:05 am to 08:25 am, delivered alerts through a bluetooth audio output device. The egvs briefly returned within range and the session ended at 08:35 pm. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On 09/27/2025, the parent of the patient contacted us to report a malfunction of the sensor, which failed to alert them of the patient¿s low blood sugar levels during a critical incident. The sensor had been placed on the patient's arm two days prior to the event. The patient uses insulet omnipod5 pump. The parent recalled seeing a message on the device but could not remember the exact wording. She stated that no audible alerts or sounds were heard at the time. The issue became apparent when the patient woke up and exhibited signs of imbalance. Upon checking the sensor, the parent discovered it was no longer functioning. A fingerstick (fs) test was performed, revealing that the patient¿s symptoms were due to hypoglycemia. The parent administered orange juice and baqsimi nasal spray. Due to the severity of the situation, 911 was called, and the patient was transported to the emergency department (ed). While in the ed, the patient continued to report vision impairment. The length of stay in the ed was not documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.